Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a power source alert occurred when the pump was plugged into a power source to change, and the pump battery could not be charged. Customer¿s blood glucose level was 194 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.